Manufacturer narrative:
After further review, this complaint is no longer reportable.

Event description:
No note, look into logs saw it had plunger error, during test it did have a strange noise, will send in for repair.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was a plunger error.